Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the returned sample image from the hcp confirms the balloon is inflated and forcefully pulled back into the introducer sheath. The introducer sheath was accordioned with the balloon partially inside. The allegation of deflation is unknown and is inconclusive without the device returned. It was reported the health care professional (hcp) experienced difficulty removing the drug coated balloon (dcb) due to a deflation issue after treating the target lesion in the right avf, basilica vein. The hcp prepared the dcb in the normal fashion and removed the balloon protector without issues. The hcp reportedly placed the dcb under negative pressure before removing the peel-away balloon protector. Reportedly, the hcp used 50/50 contrast / saline solution with an indeflator to inflate and deflate the device. After treating the target lesion, allegedly the balloon would not deflate and difficulty removing the device from the patient did occur. There was no additional intervention or needle stick required to deflate or remove the device. The introducer sheath and the lutonix dcb were removed as a single unit. No adverse patient outcomes were reported. Labeling review: dw5159-01rev 8 states in section 5.4 device use/precaution precautions states* never inflate the lutonix® drug coated balloon prior to reaching the target lesion. *after insertion, do not over-tighten the hemostatic adaptor (if used) around the lutonix® catheter shaft as lumen constriction may occur, affecting inflation/deflation of the balloon. * always advance and retrieve the lutonix® catheter under negative pressure. Section 12.6 use of catheter states : step 4: while the balloon is still fully deflated and under negative pressure, slowly advance the lutonix® catheter through the introducer sheath and over the wire to the site of inflation. During catheter advancement, inspect the catheter shaft for damage. Step 8&9: apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under fluoroscopy. Perform angiography to confirm dilatation of the lesion. Step 11: withdraw the lutonix® catheter from the body under negative pressure. Maintain the guidewire across the stenosis. H10: d4 (expiry date: 02/2021), g4. H11: b2, d4, h6 (results1, conclusion1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the drug coated balloon allegedly failed to deflate. The balloon and sheath were removed together, as one unit. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device will not be returned to the manufacturer for evaluation. A photo of the device was provided. The investigation of the reported event is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the drug coated balloon allegedly failed to deflate. The balloon and sheath were removed together, as one unit. No further treatment was required. There was no reported patient injury.